Manufacturer narrative:
(B)(4). The device will not be returned due to report of infection. Therefore, allergan will not receive it and no analysis or testing will be done. The events of infection and seroma are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported post implantation of seri during bilateral reconstruction surgery on (B)(6) 2014 which included the placement of tissue expanders, pt presented with bilateral infection and "seromas which grew out fecal organisms." Seri device was implanted with one sheet divided bilaterally. Etiology of the infection is unk, however, physician noted "the pt does have an infant at home and the caregiver was also doing the dressing changes of the pt after the surgery," and pt was "possibly immunocompromised" due to a previous bariatric surgery. Seri device and tissue expanders were explanted bilaterally on (B)(6) 2014.